Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 557 mg/dl and 423 mg/dl. The customer did not provide details regarding symptoms. Customer was treated with manual injection. Customer declined troubleshooting for high blood glucose level. It was not mentioned whether auto mode was active at the time of the incident. The product will not be returned for analysis.